Event description:
It was reported that physio-control's loaner device was not operational and unable to provide defibrillation therapy. There is no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the power supply and therapy pcb assemblies to observe proper device operation through functional and performance testing. The device was then returned to the loaner pool.